Manufacturer narrative:
Product event summary: at analysis it was noted that the device had disturbed pins in the patient connector. The device was being sent on for repair.

Event description:
The analyzer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.